Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the protection cap of a minicap transfer set became loose. This event occurred before use with no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: the actual device was not available; however, a photograph of the sample was provided for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection of the photo was performed with the naked eye. The photographic inspection revealed that the pull ring cap was loose inside of the over pouch before use. The reported condition was verified. The cause of the reported issue was determined to be misassembled, a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.